Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to implant of a leadless implantable pulse generator (ipg), the introducer would not flush as the valve was not working. The introducer was attempted not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. Returned product analysis was performed and no anomalies were found. The delivery system introducer sheath was kinked/buckled. Visual analysis of the introducer indicated damage during use. The analyst noted the introducer was returned with the dilator separated from the sheath the introducer. The introducer was able to be flush without restriction and no anomalies observed during flushing. The sheath of the introducer was kinked at 28 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.